Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons of the insulin pump are unresponsive. The customer's blood glucose level was not provided at the time of the incident. The customer also reported that there was damage on the insulin pump. Troubleshooting was not provided. The insulin pump will return for analysis.